Manufacturer narrative:
The explanted device was not returned to the manufacturer for further investigation. Manufacturing records were reviewed and it has been determined that all products associated with this event were manufactured, sterilised and packaged to the correct specifications at the time of manufacture. No deviation from the process or non conformity of product was observed on the manufacturing and sterilisation records of the products involved that would have caused the reported adverse event.

Event description:
Hip revision on (B)(6) 2022 due to bone fracture four hours after primary surgery. No trauma involved.